Event description:
It was reported that this right ventricular (rv) lead was noted to have dislodged upon review of x-ray. The lead was programmed to high outputs pending a revision procedure. A revision procedure was performed approximately one month later. The lead was successfully repositioned. No additional adverse patient effects were reported. This device remains in service.